Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: unable to confirm or duplicate dim/discolored display screen. The display screen was fully functional and was fully illuminated with no visible signs of fading or discoloration. Observed evidence of moisture ingress. Moisture residue was visible behind the display lens. There was no evidence of moisture found in battery compartment or cartridge compartment. A leak test was performed and a display lens leak was found. The pump was opened with moisture residue found on internal components and the printed circuit board. Observed no vibration during testing. Corrosion was found on vibration motor. Observed the bolus button cover was a hole in it but was functional. (B)(4).

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was discolored. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.